Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: (B)(6) 2026 pt IV pump beeping alarm stating " ail". Upon assessment, significant air was noted in the primary line below the ap and observed drops of saline

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.